Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the pt underwent explant of the ipg and leads due to painful spinal cord stimulation and painful pulse generator implantation site. The pt recovered without sequela.